Event description:
It was reported that the patient with diabetic (pwd) experienced insulin leakage at the infusion site. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.